Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 212, 282 and 146 mg/dl. Tests were done within 10 minutes with a difference of 38%. Patient reported they "did a blood test using different fingers" and "strips were expired." Patient did not experience any adverse events. No further information has been reported.